Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the stylet was stuck in the left ventricular lead. The lead was explanted and replaced. The patient was stable with no consequences.